Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.010.075. Synthes lot number: pe03690. Supplier lot number: n/a. Release to warehouse date: december 26, 2018. A non conformance was generated during production for 155 parts with black residue. All parts were returned for evaluation and rework if possible. This non-conformance is not relevant to the complaint condition since it is not related to screws would not go through the nail that resulted to a conversion to a tfna.. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the 11.5/8.5 protec sleeve for recon lckng (part #: 03.010.075, lot #: pe03690) was received at us customer quality (cq). Visual inspection of the complaint device showed only surface scratches and nicks. No other defect was observed. Functional test: a partial functional assessment was performed with the complaint device by inserting it in the hole of the aiming arm of the greater trochanter. Both devices assembled without any issue. As the guide wires were not returned, a full functional assessment could not be performed. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: specification. Shaft od. Thread od. Measure dimensions. Shaft od =conform. Thread od = conform. Measure device: hand micrometer. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as there was only surface scratches and nicks visible on the returned device. These could not contribute to the misalignment issue reported. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while attempting to insert recon screws into an unknown femoral recon nail (frn), the surgeon hit the nail with the drill bit. The nail was unstable because the surgeon did not pin both trocars before removing guide wire to drill the first hole. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves an unknown number of devices. This report is for (1) 11.5mm/8.5mm protection sleeve for recon locking. This report is 2 of 10 of (B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.